Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was implanted right below the belt line. It was stated that every time the patient sits down, the belt rides down. The patient stated they were tender since they were recently implanted and think it¿s going to be a problem. It was noted the patient also wanted to know how far away their ins needed to be from their defibrillator. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that shortly after the patient was implanted, sometime in (B)(6) 2017, the patient began feeling a burning sensation at the implant site, which the patient said is "just below the beltline, and the patient's belt line will ride almost on top of the stimulator and there is a lot of times where it's almost kind of like a burning sensation where it is, it happens often". The patient said this started a week after the implant, and it was in june. Patient said that the doctor thought this was initially because of swelling after the implant, and patient said the swelling did go down, but he still get the burning sensation "when my belt gets too close to the thing so I am wondering if it has done something to it". No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that no steps were needed to be taken after the swelling went down to resolve the implantable neurostimulator sitting right below the belt line and the implant site being tender. The issues were resolved at the time that the additional information was received. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.